Manufacturer narrative:
Additional information h6: type of investigation additional information h11: a review of the event history log confirmed the issue as evidenced by "shut door - power off" messages. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, close door message when door is closed was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation reproduced customer reported problem when device was connected to an ac power adapter but did not when connected to a wireless battery module. Evaluation removed case shims and tested the doors and found that the door closed properly with moderate force. The reported condition was verified. The cause of the condition was determined to be case shimming .the device requires case shimming to be reperformed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had close door message when door was closed during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.